Event description:
Additional information received reported that the patient had asked to be weaned to saline in (B)(6) 2008 and never returned after an (B)(6) 2008 appointment. It was also reported that the pump was never turned off. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8711, lot # j11039r38, implanted: (B)(6) 2002, product type catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 02-feb-2017 from a consumer and it was reported that the pump busted out of the patient¿s stomach in 2004 and they stitched it back up. Per the reporter, the pump had not been filled since 2004; however, the reporter also stated that in 2005, the wrong medication was put in the pump and paralyzed the patient. Per the reporter, the ¿situation was resolved¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. Regarding if the patient was permanently paralyzed or it was a temporary situation, per the hcp, in 2005 all documentation stated the patient was working as a mechanic building utility trailers in his backyard. The patient was filled with normal saline per his request. The patient wanted more pain (oral) medication and refused titration of the pump. The pump was never turned off. It was filled with normal saline at the patient¿s request. Regarding the cause of the pump not working it was noted that the pump never stopped. The cause of the beeping was elective replacement indicator (eri) occurred. The patient did not have any symptoms related to the pump beeping. The pump was replaced (B)(6) 2002. The pump was last filled (B)(6) 2008. The patient ¿no showed¿ all follow appointments.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-29. The patient weight was stated as (B)(6). There were no further complications reported or anticipated.

Event description:
It was reported that the patient's pump contained morphine and was turned off by the physician in 2008 and the patient had since been dismissed by that physician. The reporter stated a health care professional (hcp) accidentally filled the patient's pump with another patient's medication (medication unknown) which "messed him up." The pump was programmed off due to not working. It was also reported that the patient experienced an infection and inflamed pump site and was on antibiotics for 3 years. The patient had "emergent" surgery due to the pump getting infected and "busting open." The patient requested not to have the pump implanted but the pain was so severe that the physician implanted the pump on the right side of the abdomen from the left side. The reporter also stated that the patient "could not hear the pump, but she could hear the beeps at night on certain times." It was reported that the patient could not function or walk and wanted the pump to be removed. Additional information has been requested but was not available at the time of this report.